Event description:
The customer called stating their precision xtra meter had spontaneously changed the date and time. It was then discovered, due to the results being downloaded to the provider's computer, the results were not correct. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's product has been requested back for investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been notified by the fa21dec2006 letter.